Event description:
The customer stated vrtx error 0002 in task 40 occurred on the axsym analyzer after installing the drugs of abuse (doa) assay disk version 8.0, editing the cutoff parameters, and running an amphetamine assay. The customer was instructed to delete and reinstall the amphetamine assay from the instrument and keep the default settings to avoid the error. A copy of the product correction letter was sent to the customer. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.